Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit was displaying the wrong tidal volume value. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received on this investigation. The ge healthcare service representative observed that the flow sensor flapper was not stuck to the top of the housing as previously reported. Therefore, this issue has been assessed as not reportable in the USA.

Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and observed that the flow sensor membrane was stuck. The flow sensors were replaced which corrected the issue, the unit was returned to service. No further action is required.